Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) year since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "e117 error" malfunction would likely be caused by a failure of the solid-state drive. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center exhibited the e117 error. The issue occurred during equipment inspection. There were no reports of patient harm.